Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was an 8.0 fr 30 cc fos iab assembly. No blood was noted on or within the balloon. The distal tip of the sheath was 36.1 cm away from the distal tip of the iab. A kink 5.5 cm from the distal tip was noted upon initial visual inspection. The bladder membrane was fully unwrapped. The fos connector and cal key were examined. The center post was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for a least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status was ll (low light) pl (pressure limit) indicating a potential broken fiber. The iab was submerged in water and leak tested. Full I inflation was achieved. Three leaks were noted at 7.6 cm, 14.6 cm, and 15.2 cm from the distal tip. Under microscopic inspection, damage consistent with a sharp was found at the site of leak from 14.6 cm and 15.2 cm. Upon further investigation, a cut consistent with damage from a sharp was noted at the leak from 7.6 cm. A broken fos fiber was noted 1.2 cm from the distal tip. The entire length of the fos fiber was confirmed present. Under microscopic inspection, a kink was noted 5.5 cm from the distal tip. A lab inventory 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. Resistance was encountered at a kink in the central lumen 50.5 cm from the distal tip. The swg was able to advance. The swg was back loaded through the iab distal tip. Resistance was encountered 5.5 cm from the distal tip. The swg was able to advance. No debris exited with the swg. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the balloon would not fully inflate cannot be confirmed. During functional testing, the balloon was observed to fully inflate without problems. Additional testing identified three leaks on the balloon unrelated to the initial complaint. The damage on the balloon likely occurred during or after removal of the iab as no blood was noted inside the balloon. The root cause of the original complaint is undetermined.

Event description:
Reference MDR #1219856-2014-00229 for the first event involving the same patient. It was reported that after the removal of the second intra-aortic balloon (iab) the patient was returned to the cardiac cath lab (ccl) and an 8fr 30 cc fiberoptix sensor (fos) iab was inserted. The md stated that the iab would not inflate when the pump turned on, but the iab could be manually inflated. At that time, it was felt "the profile of the 8fr fos iab was causing too much resistance in the iliac for the patient." The iab was removed and replaced with a 7fr rediguard iab. According to the md the iab was functioning appropriately when he left on the evening of (B)(6) 2014. Per an e-mail received on (B)(4) 2014 from the sales representative (sr), the css followed up regarding this patient and spoke with the rn who cared for the patient the night of (B)(6) 2014. The rn said they did a slow wean of the pump friday night into saturday and the 7fr rediguard iab was removed without incident saturday morning. The patient was hemodynamically "ok" but then the patient started to deteriorate about 12 hours after removal. Ck (creatine kinase) was elevated to 11,000 and md told the patient's son they could insert another iab, but the son did not want it replaced (would be her 4th one this stay). The patient expired, but the rn did not know exactly when. It is not known if all three iab's were inserted into the patient's right femoral artery. A sheath was used for insertion. There was a reported 30 minute delay in intra-aortic balloon pump (iabp) therapy. An update received on (B)(4) 2014 stated that the peripheral interventionalist had done a pci (percutaneous coronary intervention) / vein graft rca (right coronary artery), angio left iliac, previous stents left and right iliac.